Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer was guided through a pump reset, after which the error did not reappear. The caller successfully started their sensor session.